Event description:
2007 possible endophthalmitis right eye. Phacoemulsification of cataract with posterior chamber implantation of intraocular lens was done a month earlier, patient referred to retinal specialist for treatment immediately a month later.